Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Sample investigation: optical inspection was performed using the naked eye. The shipping carton contained: adzynma vial (m5a003ac) and diluent vial (l000528), assembled with the baxject device wrapped in a yellow fleece. The diluent and product vials were inserted into their respective sides of the device, the transparent side for the water vial and the purple side for the product vial. The product vial contained a reconstituted clear solution, and a grey particle was visible. The vial with the diluent had some clear residue. According to sample appearance the reported defect could be verified, as a grey particle could be seen in the solution of the product vial. The complaint sample was forwarded to the particle laboratory for further investigation. Result of the particle laboratory: sample 1 (product vial): a colorless/white fiber was tested via ftir. The ftir spectrum was consistent with cellophane (a cellulose-based material) based on a library match. The final composition was determined to be cellulose-based material. The material is classified as extrinsic to the process. Sample 2 (product vial): a grey particle was tested via ftir. The ftir spectrum was consistent with butyl rubber and silica based on a library match. The final composition was determined to be butyl rubber and silica. The material is classified as intrinsic to the process. No particle/fiber found within the swfi vial. Process experts of the manufacturing process for production of m5a003 at manufacturing la24b conducted an evaluation. The found particle was identified to be cellophane (cellulose-based material), according to the provided information by pcc. According to the process experts this material is not used in the sterile filling areas. A review of the monthly report (may 2024) for adzynma was also performed relative to the subcategory "product particles". The complaint rate for 2024 is approximately (B)(4)."

Event description:
Report received from takeda customer service on 10may2024: pharmacist called to report that after the vial of adzynma was reconstituted there were a few pieces of particulate in the solution so they were unable to dispense the product. Patient didn't miss a dose as they had others on hand, customer didn't need product immediately. They were requesting either a replacement or credit which will be followed up with on next business day.